Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up visit, the device could not be interrogated and there was no output on the ECG. Therefore, the device was replaced.